Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 28-year-old female patient presenting in cardiomyopathy, and in scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hematuria. Impella placement confirmed. The flows reduced to p-7, and the hematuria was resolving. Three days later after implant, the impella was successfully weaned. The impella functioned as intended. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 updated/corrected. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information

Event description:
It was reported that the hematuria resolved.